Event description:
It was reported that at 2:20pm on (B)(6) 2015, (B)(6) called to report an incident that allegedly involved the following product or device: lift. (B)(6) reported that the following occurred on (B)(6) 2015: yesterday while a resident was up in the sling, the lift almost toppled over. (B)(6) reported that no medical attention was needed.